Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process. After resetting, the pump did not display the error again, and the caller successfully started their sensor session.